Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. The initial visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed (pressure 2 bar), and a leak was confirmed at the level of the dialysate port. Further inspection showed that the filter housing and dialysate port connection point was cracked, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the filter dialysate port of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.